Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was 525 mg/dl. Customer administered a manual injection to address bg. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.